Event description:
Reportedly, this ring was explanted due to the surgeon stating the ring was "disruptive."

Manufacturer narrative:
Evaluation summary: the ring was received with a through disruption/cut, about 3 mm in length, on the polyester cloth and the silicon band. The cut revealed the underlying alloy band. The edges of the cloth fibers, as well as the the host tissue overgrowth at this region, were even and not frayed, which suggested that the disruption was cut by a sharp instrument. Moderate and heavy host tissue overgrowth was present on both sides of the ring. No other visible inconsistencies were observed. It is unknown if the cut observed on the ring occurred during implant or at explant.